Event description:
A baxter representative relayed a report from a home patient (hp) regarding a leak in a transfer set even when the roller clamp was closed. The hp reported the when they tried to connect a new bag by opening the mini cap of the transfer set , the fluid started leaking from blue tip even when the roller clamp was locked. There was patient involvement, but no patient reaction or injury was reported.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for a broken occluder foot. Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. The root cause of this problem is unknown. A batch review for the manufacturing lot number showed no related problems. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.